Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic event while at the beach. Cgm readings at the time were between 80¿90 mg/dl; no blood glucose finger stick value was obtained prior to the event. It was not specified whether the patient exhibited any symptoms leading up to the episode. Based on cgm values, the patient considered eating an apple but subsequently lost consciousness and experienced a seizure. During or surrounding the seizure, the patient¿s son administered 12 glucose tablets and contacted emergency medical services (ems). Upon arrival, paramedics transported the patient to the emergency room (ER), where he regained consciousness. A bg finger stick performed at the ER showed a value of 40 mg/dl. The patient was treated with glucagon (route unspecified) and remained in the ER for approximately 30 minutes until his condition stabilized. The patient continued using the same cgm sensor until it was replaced on 08/18/2025. Just prior to removal, the sensor remained inaccurate, displaying a cgm value of 193 mg/dl while the bg meter showed a value of 135 mg/dl. At the time of the report, the patient was in good condition. The patient was using a tandem t:slim insulin pump; it was not specified whether the device was operating in modified closed-loop mode. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid at the ER. The reported glucose values fall within the b zone of the parkes error grid prior to removal. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.